Manufacturer narrative:
H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a heavily pectinated appendage. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. After the first recapture of the closure device, the patient had a drop in blood pressure. It was noted that the patient had a pericardial effusion develop in the pericardium. The procedure was aborted and pericardiocentesis was completed to treat the effusion. The patient was kept overnight for monitoring. There were no further complications. It was further reported the patient required a blood transfusion and was discharged a few days later. It was further reported that cardiac tamponade occurred.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a heavily pectinated appendage. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. After the first recapture of the closure device, the patient had a drop in blood pressure. It was noted that the patient had a pericardial effusion develop in the pericardium. The procedure was aborted and pericardiocentesis was completed to treat the effusion. The patient was kept overnight for monitoring. There were no further complications. It was further reported the patient required a blood transfusion and was discharged a few days later.

Manufacturer narrative:
B5: updated with additional information received. H6: impact code f2302 added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a heavily pectinated appendage. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. After the first recapture of the closure device, the patient had a drop in blood pressure. It was noted that the patient had a pericardial effusion develop in the pericardium. The procedure was aborted and pericardiocentesis was completed to treat the effusion. The patient was kept overnight for monitoring. There were no further complications.